Event description:
It was reported that this artificial urinary sphincter (aus) stopped working properly after the postoperative period, which caused serious harm to the patient's health. Replacement surgery has been requested. No additional information was provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this artificial urinary sphincter (aus) stopped working properly after the postoperative period, which caused serious harm of an unspecified nature per the patient. An ultrasound examination was performed to evaluate the device. A surgical procedure was performed to remove and replace the aus. No additional information was provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is a known risk associated with this device type/procedure and it is noted as such as in the instructions for use.

Manufacturer narrative:
Correction to field b5: describe event or problem. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is a known risk associated with this device type/procedure and it is noted as such as in the instructions for use.

Event description:
It was reported that this artificial urinary sphincter (aus) stopped working properly after the postoperative period, which caused serious harm of an unspecified nature per the patient. An ultrasound examination was performed to evaluate the device. Replacement surgery has been requested. No additional information was provided.